Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 122 mg/dl. Customer stated she was watching tv when alarm occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump powered up properly. No off no power noted during testing. No button error alarms noted during testing. The device had unresponsive buttons due to corroded keypad traces. The device also had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.